Event description:
A caller reported an issue with a cartridge not fitting properly on their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the caller to remove the case from the pump and clean the pneumatic tap area, successfully resolving the issue, and the caller was able to resume insulin therapy without further problems.